Event description:
The facility's risk manager reported a post-op hysterectomy pt was found unresponsive and subsequently expired while receiving an infusion of morphine via an ipump. The pt was admitted to the facility in 2005. On same day at 0930 400-450 of lactated ringer was given in the operating room. A urethral catheter was inserted prior to surgery. 1000cc dextrose 5% lactated ringer was infused at 100 cc/hr, during recovery. The pt received a total of 1100cc in recovery. The primary IV line was attached to the injection site of the ipump tubing. Reportedly, baxter anti-siphon tubing was used. No additional information was available regarding the set-up of the pumps. The prescribed order for the morphine was the following: morphine 1.0 mg/ml 100ml bag, pca 1.5 mg delay 8 min, basal 0.5 mg/hr 1 hr limit 11 mg, bolus of 5.0 mg hold if pt hasno pain. 5mg IV piggy bolus may repeat by one in ten minutes. During the recovery in the pacu, 2 doses of 10 mg of morphine were given at 1015 and 1115 under anesthesia. At 1140, a 4 mg bolus of morphine was pushed. At 1145, a 4mg bolus of morphine was pushed. At 1150, a 4mg bolus of morphine was pushed. The pt reported a 10 out of 10 pain assessment for all three doses. At 1158, an IV piggyback of unspecified medication was instituted with boluses given at 1158 and 1218. The amount of the boluses estimated was not provided by the risk manager. At 1230, the pt had given herself one, 1.5 mg pca dose. At 1345, the pt was stable and had been seen by the anesthesiologist at 1330. At that time, the oxygen saturation was 98% and the pt was alert and oriented. At 1304 the patient's oxygen saturation dropped to 95%; however at 1324 the patient's oxygen saturation came back up to 98%. At 1345 the pt was signed out of pacu with an aldretti score of 9, oxygen saturation of 99%, and a 100cc urine output. At 1415 the pt was transferred to the medical surgical floor with no complaints of pain. At 1500 a clear diet was ordered for the patient who tolerated it well. The pt complained of light bothering her eyes, so the nurse turned off the lights. The pt pulled the sheet over her eyes. At this point, the pt's vital signs were stable. At 1630, the pt awakened easily; the patient's blood pressure was 100/58 and respirations were 16. At 1730 the nurses' aide went into the patient's room. The pt "moaned when the aide asked if she wanted dinner." At 1800 the pt's spouse asked the nurse if the pt was going to sleep all night. At that point, the pt had 600 cc of urine output. The urine was clearer and lighter. The pt's respirations were 16-18. The aide didn't wake the patient. At 1830 the nurse tried to wake patient and felt one beat of pulse. The patient was not breathing and had no blood pressure. A full code was called. "The line was pulled when they gave her the narcan." The pt was given narcan 0.1mg 2x, right before the code. The patient was intubated and compressions were performed. At 1838 the patient had no pulse. The pt was in asytole for the entire code and at 1906 the patient was pronounced. According to the risk manager, the autopsy report results reported an "uneventful surgery with everything intact. The autopsy results are inconclusive." Reportedly, the toxicology report of the medication from the bag was what was reflected in the event history printout. Per the biomed technician, "there is no clear indication that the death was due to the pump." The pump is currently sequestered by the facility. Although requested by baxter, the facility declined to release autopsy results or the death certificate.